Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: http://dx.doi.org/10.1097/us9.0000000000000044. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: intraoperative stone culture for tubeless minipercutaneous nephrolithotomy. Author's: kai-wu yanga , yeong-chin joub, pin-jui huangc, *, cheng-huang shena , chang-te lina , ming-chin chenga , pi-che chena. Citation: no information provided. Doi: http://dx.doi.org/10.1097/us9.0000000000000044. The aim of this study is to evaluate 264 patients undergoing tubeless minipercutaneous nephrolithotomy (mini-pcnl) to assess the precision of preoperative urine culture and intraoperative stone culture in identifying individuals at risk for postoperative infectious complications, between march 2019 and march 2023. Surgicel (eth) which was used to oxidized regenerated cellulose strips. Reported complications: surgicel (eth). Febrile uti (n=24). Treatment: not reported. Sepsis (n=8). Treatment: not reported. Septic shock (n=12). Treatment: not reported. Blood transfusion (n=14). Treatment: not reported. In conclusion, a positive stone culture was significantly correlated with septic shock following tubeless mini-pcnl, independent of other pertinent factors such as residual stone or positive urine culture. Although tubeless pcnl is effective and safe, postoperative infectious complications still occur, particularly in females, the elderly, and those with struvite stones.